Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed successfully after a short delay due to a system restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm unintentionally moved on its own without buttons being pressed. Upon functional testing, the fse reviewed the logfile and checked the geometry input/output (I/o) box but didn¿t find any error related to movement. The fse consulted with technical support, who recommended replacing the geometry control module as a precautionary measure. To resolve the reported issue, the fse replaced the geometry control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm unintentionally moved on its own without buttons being pressed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.